Event description:
See updated information in h10.

Manufacturer narrative:
Information was received that the initial report was not submitted. The MFR report number provided, 3006179046-2018-00023, is not the initial report for complaint (B)(4). Please see attached initial report for MFR report number: 3006179046-2018-00013 for complaint (B)(4).

Event description:
It was reported that allegedly the patients precice nail would not lengthen. The nail was revised with a new precice nail without incident.

Event description:
It was reported that allegedly the patient's precice nail would not lengthen. The nail was revised with a new precice nail without incident.